Event description:
It was reported the patient woke up on (B)(6) and saw there was a "line running from the pump to the patient¿s spine.¿ per the patient, they removed the pump that day because of mrsa infection. The patient believed the pump was used to deliver fentanyl, bupivacaine, and clonidine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that two weeks after the implant of a new pump the pump and catheter were explanted due to a (B)(6). Reportedly, the (B)(6) was wrapped around the left side of her back, the left side of her catheter, but not her full back. The pump was implanted on her left side. The patient reported being exhausted, taking multiple antibiotics for (B)(6) and taking oral medication to control her pain since she does not have a pump implanted. The patient reportedly cannot use a fentanyl patch and she had gone through two surgeries and rehab.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# serial# unknown, product type catheter. (B)(4).